Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found the lens optic and haptic torn. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.1mm, vicm5 12.1, -10.50 diopter, implantable collamer lens was implanted upside down and removed from the patient's right eye (od) on (B)(6) 2020. Patient contact (lens touched the eye). No patient injury. The lens was exchanged with a similar lens intraoperatively and this resolved the problem.